Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "during priming a foreign matter was detected within the pump inlet tubing line. The product was replaced by a new one". (B)(4).

Manufacturer narrative:
The product was investigated in the lab of the manufacturer. During visual inspection was determined a particle at the entrance of centrifugal pump. The rubbery blue particle was segregated. The source of the article was the rubber cover of the connection of priming bag. During connection of the spike to the priming bag the particle was flushed into the tube in direction of the rotaflow pump the priming bag was not manufactured by maquet cardiopulmonary. A DHR review was performed; all manufactured products of this lot passed 100% final inspection performed without any nonconformities. The most probable cause of the reported failure is an separated particle within the priming bag. Therefore the device related malfunction could not be confirmed. The failure was determined to be the first of its kind and is handled via designed mcp tracking and trending process. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systematic error.

Event description:
(B)(4).